Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated falsely elevated results have been generated on the architect stat troponin-I assay. A patient generated an incorrect result of 58 ng/l (cut-off 40 ng/l) but the correct value was <20 ng/l. No impact to patient management was reported.